Manufacturer narrative:
Device evaluation: most probable root cause is aging/ wear and tear. The reuse of 20 cycles of uh801, was achieved. Therefore, the electrical safety was no longer given which leads to the defective seen on the pictures in investigation section. Most likely the socket of the cable does have some bad contact to the instrument. The high current, provided by the hf generator, leads the bad connection to spark and consequently the isolation to break. Therefore, the defect can be rated as wear and tear. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that blew up in use. No known patient injuries. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).